Manufacturer narrative:
The pump was returned for alleged insulin flow block alarms, failed battery alarms, unresponsive keypad, rewind anomaly, prime/fill anomaly, and cosmetic damage at the back of the pump(crack) found on (B)(6) 2024. Pump¿s history and trace files downloaded successfully using thump software. All buttons function properly. Unit passed the self test, sleep current measurement, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No prime fill anomaly noted during testing. Testing. No prime/fill alarms noted in the pump history/trace files. No unexpected rewind anomaly noted. No unexpected motor alarms noted in the pump history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted during testing however, noted in the pump trace download on (B)(6) 2024 at 04:46:35.000. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2024 at 11:36:02.000pm during bolus. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.7mv at zero offset). No damage noted at the electronic assemblies during visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1, no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The motor was tested outside of the device on the ngp stb3 and passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked case on the battery tube side, and label damage (faded/stained/peeling). Alleged insulin flow block alarms not confirmed during testing. Alleged rewind anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Alleged prime/fill anomaly not confirmed during testing. Alleged failed battery alarm not confirmed during testing or in the power management graph. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side was noted. Pump did not meet specification due to dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, no delivery/occlusion alarm - unknown timing, keypad/button unresponsive/button error, prime/fill anomaly, rewind anomaly, damage (physical or cosmetic), occluded and multiple pump issues. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a. It was unknown whether customer will continue to use the device.